Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. The device lasted the expected longevity, but technical services (ts) observed an increase in power consumption a couple years ago, indicating the device was depleting faster than expected. The patient had not had a device check for many years. No additional adverse patient effects were reported.